Event description:
It was reported that a residual battery longevity of 10 months was displayed on (B)(6) 2014 for the subject device implanted on (B)(6) 2013. It should be noted that no atrial lead is implanted and the device operates as a single chamber device. An explanation is required.

Event description:
It was reported that a residual battery longevity of 10 months was displayed on (B)(6) 2014 for the subject device implanted on (B)(6) 2013. It should be noted that no atrial lead is implanted and the device operates as a single chamber device. An explanation is required.